Event description:
Complainant alleged that while attempting to pace a pt (age and gender unknown), the unit stopped pacing after 5 minutes. The medic did not recall observing any error messages. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.